Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Is an attorney.

Event description:
Litigation papers allege the following: following his implantations, patient began experiencing debilitating pain, discomfort, and soreness in the area of both of his hip implants, which in turn negatively affected his ability to walk, move, and go up and down stairs and requires patient's usage of a cane. Patient will likely need to undergo revision surgeries to replace the implants. In addition to what was previously alleged, ppf alleges pseudotumor, metallosis, metal wear, and elevated metal ions. No laboratory results provided. Doi: (B)(6) 2008 -dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.